Event description:
The account alleged that the side rail had intermittent functions. The account alleged that after opening the side rail they found corrosion on the side rail chip. No injury reported.

Manufacturer narrative:
The account does not know how the corrosion got on the side rail chip. No further information is available on the repair of the bed at this time.